Event description:
It was reported that a patient's device showed "ifi - yes" less than a year after being implanted. The physician indicated he believed the battery was draining too fast. A battery life estimation was performed with the settings provided and showed that the generator was not expected to be at end of service due to the programmed settings. Additional programming data was provided and verified that the generator was not expected to reach the low battery status based on the settings and the charge consumed. The additional data also showed that the generator had reached the end of service condition. The device history record for the implanted generator confirmed that it had passed all quality inspections prior to release for distribution. No known surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently reported the incorrect device disposition device available for evaluation?, corrected data: follow-up report #01 inadvertently reported the incorrect device availability.

Event description:
The explanted generator has been received by the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. The generator would not interrogate as received, confirming the failure to program event at surgery, so the data could not be downloaded from the generator and reviewed. A visual examination of the internal circuitry identified the presence of contaminates on the trimmed edge of the circuit board. No other visual anomalies were identified. System diagnostic testing, electrical testing, and the estimated battery voltage calculation could not be completed due to the total depletion of the generator battery. With the pulse generator case removed, the battery measured 0.033 v. The circuit board underwent electrical testing and failed several tests. The contaminates were removed from the trimmed edge of the circuit board and the circuitry was tested again, and the device was shown to be functioning properly. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery due to the premature battery depletion. The generator could not be interrogated during surgery because of the depleted battery. The explanted generator has not been received by the manufacturer to date. Additional programming data was reviewed and confirmed that the generator had reached end of service and had become disabled; however, less than 10% of the battery capacity had been consumed. This indicated that the battery was depleting faster than expected. No additional relevant information has been received to date.